Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a dermolipectomy procedure, on the subcutaneous suture, there was a disengagement between the suture and the needle. The product was replaced by another from the same lot number to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.